Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: root cause: defective pressure sensor assembly. Correction: replaced defective component.

Event description:
The following was reported to hamilton medical ag: summary: flow sensor calibration fails / leak test failed ( tightness test failed).

Event description:
The following was reported to hamilton medical ag: summary: flow sensor calibration fails due to psa (proximal flow measurement incorrect).

Manufacturer narrative:
Added: correction: new conclusion (h11) new summary of the event (b5). There was an internal misunderstanding regarding the reportability and risk assessment of this event. This final report reflects the final assessment and determination of the event's reportability. New conclusion: this case was assigned risk ID (B)(4) which has a severity (B)(4). Related to this risk no harm or health consequences are defined for this event. Additionally, no patient harm occured with this risk ID. Therefore we consider this event as not reportable. Additionally: according to the complaint information, -this event did not result in death, serious injury or deterioration in state of health of patient, user or third party. -the malfunction associated to this complaint would not likely to cause or contribute to a death or serious injury if the malfunction were to recur under less fortunate circumstances. -the screening of hamilton medical's complaint database did not reveal any previous similar malfunction that has caused or contributed or may have caused or contributed to death or serious injury. According to the available information, this complaint is assessed as a non-reportable event as determined in 21 cfr 803.3. Additionally, this event does not represent a serious incident as defined in EU 2017/745. Consequently, this event is assessed as not reportable to competent authorities. Rootcause: defective pressure sensor assembly (leakage) correction: replaced defective pressure sensor assembly. All tests were passed after replacing the pressure sensor assembly. Hamilton medical ag complaint number: (B)(4). Follow-up 3 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: summary: flow sensor calibration fails / leak test failed ( tightness test failed).

Manufacturer narrative:
Added: correction: country luxembourg in e1. Not (B)(6). Hamilton medical ag comes to the conclusion: root cause: rootcause: defective pressure sensor assembly. Correction: replaced defective component.

Manufacturer narrative:
Added: correction: new conclusion (h11) new summary of the event (b5). There was an internal misunderstanding regarding the reportability and risk assessment of this event. This final report reflects the final assessment and determination of the event's reportability. New conclusion: this case was assigned risk ID 72 which has a severity 5. Related to this risk no harm or health consequences are defined for this event. Additionally no patient harm occured with this risk ID. Therefore we consider this event as not reportable. Additionally: according to the complaint information, this event did not result in death, serious injury or deterioration in state of health of patient, user or third party. The malfunction associated to this complaint would not likely to cause or contribute to a death or serious injury if the malfunction were to recur under less fortunate circumstances. The screening of hamilton medical's complaint database did not reveal any previous similar malfunction that has caused or contributed or may have caused or contributed to death or serious injury. According to the available information, this complaint is assessed as a non-reportable event as determined in 21 cfr 803.3. Additionally, this event does not represent a serious incident as defined in (B)(4). Consequently, this event is assessed as not reportable to competent authorities. Root cause: defective pressure sensor assembly (leakage). Correction: replaced defective pressure sensor assembly. All tests were passed after replacing the pressure sensor assembly.

Event description:
The following was reported to hamilton medical ag: summary: flow sensor calibration fails due to psa (proximal flow measurement incorrect).